Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that she experienced pink welts and and a burning feeling as she attempted to remove the sensor on (B)(6) 2013. Patient reported no bleeding.on (B)(6) 2014, patient contacted dexcom technical support again to report that her fiance, a nurse, looked at the affected area and thought it looked like an allergic reaction. Patient also reported she was no longer in discomfort and the welts had healed.